Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code (B)(6) captures the reportable patient complication of perforation. Imdrf patient code (B)(6) captures the reportable patient complication of fistula. Imdrf impact code f23 and f2301 captures the additional intervention/ procedure, and the additional device used to remove the migrated stent. Imdrf impact code f08 captures patient hospitalization.

Event description:
It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery system was implanted in the esophagus to treat a benign stricture during a procedure performed on (B)(6) 2024. Three weeks post-stent placement, the patient was admitted for an emergency follow-up, where it was discovered that the stent had migrated distally, causing a pressure fistula and creating a 4 mm perforation through the skin. According to the physician, the perforation was most likely due to poor tissue quality resulting from radiation. The stent was removed from the patient on (B)(6) 2024. No further information has been obtained despite good faith efforts. Note: it was reported that the axios stent and electrocautery enhanced delivery system was implanted in the esophagus to treat a benign stricture. However, per the instructions for use, "the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. Once placed, the axios stent functions as an access port allowing passage of standard and therapeutic endoscopes to facilitate debridement, irrigation and cystoscopy. The stent is intended for implantation up to 60 days and should be removed upon confirmation of pseudocyst or walled-off necrosis resolution. The stent is not intended to be placed in the esophagus for benign stricture.

Manufacturer narrative:
Block b5 was updated based on the additional information received on october 21, 2024. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable patient complication of perforation. Imdrf patient code e2314 captures the reportable patient complication of fistula. Imdrf impact code f23 and f2301 captures the additional intervention/ procedure, and the additional device used to remove the migrated stent. Imdrf impact code f08 captures patient hospitalization.

Event description:
It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery system was implanted in the esophagus to treat a benign stricture during a procedure performed on (B)(6) 2024. Three weeks post-stent placement, the patient was admitted for an emergency follow-up, where it was discovered that the stent had migrated distally, causing a pressure fistula and creating a 4 mm perforation through the skin. According to the physician, the perforation was most likely due to poor tissue quality resulting from radiation. The stent was removed from the patient on (B)(6) 2024. No further information has been obtained despite good faith efforts. Note: it was reported that the axios stent and electrocautery enhanced delivery system was implanted in the esophagus to treat a benign stricture. However, per the instructions for use, "the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. Once placed, the axios stent functions as an access port allowing passage of standard and therapeutic endoscopes to facilitate debridement, irrigation and cystoscopy. The stent is intended for implantation up to 60 days and should be removed upon confirmation of pseudocyst or walled-off necrosis resolution. The stent is not intended to be placed in the esophagus for benign stricture. ***additional information received on october 21, 2024*** it was reported that the migration was noted endoscopically and was removed using rat tooth forceps. The patient condition was reported to be stable.